Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received an inappropriate shock for a fast ventricular rhythm that was irregular, and 86% correlated to rhythm ID template. They were going to continue monitoring the patient. The ICD remains in service at this time. No additional adverse patient effects were reported.